Event description:
Customer reported receiving an inaccurately low reading on her precision xtra blood glucose meter as compared to a laboratory meter. Customer received a reading of 93 mg/dl compared to a lab reading of 434 mg/dl within a 10-minute timeframe. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.